Event description:
A user improperly engaged the latches responsible for securing the cover to the linac causing the cover to become loose and to unexpectedly drop off. The cover contacted a patient during treatment resulting in a small skin abrasion. There was no serious injury reported.

Manufacturer narrative:
Dissemination of an urgent device correction was initiated 7jul10 instructing users to follow the instructions in the letter to ensure proper latching and verification of engagement of the latches.